Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to high blood glucose levels after wearing the pod between 4 and 24 hours; patient stated a hazard alarm occurred and no specific bg level was provided during reporting. The patient was treated with insulin injections and was released after spending 2 hours in the ER.

Manufacturer narrative:
The device was returned fully deployed. Attempts to retrieve data from the pod were unsuccessful. Without the data, the reported hazard alarm could not be confirmed, and it could not be determined if the pod successfully delivered insulin. The device was received with all three batteries depleted and the kill switch activated. Since the pod was unable to communicate with a master pdm, smc could not be measured, and the pod was unable to be rerun. The root cause for the reported hazard alarm could not be determined. During investigation of the device, corrosion was observed on multiple components. The source of the corrosion could not be determined.